Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr removed, cleaned, and greased occlusion knob, and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump occlusion knob would not turn. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.